Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer states that a foley catheter was inserted by a nurse. The nurse noticed that the catheter would not advance or pull back. The nurse used a syringe to ensure there was no air or fluid in the catheter's balloon. No air nor fluid was withdrawn. A x-ray was obtained. A physician removed the foley catheter. The physician noted that the catheter's balloon was not completely deflated.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer on 2/8/2012, 2/10/2012, and 2/14/2012 requesting add'l info. To date no response has been received. If add'l pertinent info becomes available, the report will be updated. (B)(4).